Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was having trouble with the mio and reservoir. The history of the insulin pump could not locate any alarms. The customer was offered troubleshooting for the tape not sticking, and the plunger hard to push or remove, but she declined. The customer had an issue with the sensor. The customer was bleeding and was unable to stop the bleeding therefore she could not continue the use of the sensor. The customer's blood glucose level was unknown. No further information was reported.